Manufacturer narrative:
Concomitant medical product: 407652, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection. The organism was identified as staphylococcus epidermidis. A cardiac resynchronization therapy pacemaker (crt-p) system was implanted at a later date. No further patient complications have been reported as a result of this event.